Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A clog test was conducted on 7pcs of retention samples and no needle clog fail found on all 7. Manufacture records were reviewed, no abnormality was found. CAPA/sa - based on the investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 13 bd pen needle 32gx4mm 5b tw were unable to deliver insulin or medication. The following information was provided by the initial reporter :   the customer reported the failure needles have been thrown away.